Event description:
The device was used to monitor a patient's sp02 and the patient's ECG using a 4-lead patient cable. After the operator turned off the sp02 alarm tone, the device allegedly stopped displaying the patient's ECG signal. The operator turned the device off, then on in an unsuccessful attempt to restore proper operation. There were no adverse affects to the patient reported as a result of the alleged malfunction.